Event description:
The user facility reported a patient undergoing a high-risk percutaneous coronary intervention (pci) was implanted with an impella cp device for mechanical circulatory support and the next day a positioning issue was encountered followed by hemolysis. A patient was admitted in as a transfer from the community hospital and the impella cp device was placed as care escalation from an intra-aortic balloon pump. The left ventricle was noted to be small. The pump kinked and came out of position. The following day there were signs of hemolysis. Dark red urine was noted after foley placement. Central venous pressure was eight, and after rechecking, it was down to six. A 500 milliliter bolus was added. The performance level was reduced to p-7 to reduce hemolysis risk. The echocardiogram position of the impella cp was checked, and it appeared to be resting on the mitral apparatus. Multiple attempts were made to adjust positioning with no success at placing the pump mid ventricle. The impella cp was weaned further to performance level p-5 to help with hemolysis. Two days later, the impella cp device was weaned and explanted successfully. The patient was reported to be stable following the event.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The investigation has been completed. The device was not returned for evaluation. However, clinical information provided was sufficient to determine the root cause. Based on clinical description, the root cause of positioning issue was most likely patient condition related. The root cause of kinked cannula was most likely patient condition related.

Event description:
It was reported that while the pump was being placed into left ventricle (lv), the pump appeared to kink or bend inside heart due to small lv anatomy. As the pump was being withdrawn to straighten out, it popped out of the lv into the aorta. Attempts were made to try and place it back in lv without success including using a pigtail to pin leaflet of valve open. However, because of the initial kink/bend in the catheter, the pump would not advance back into lv. The patient was hypotensive at the time and the decision was made to try a new pump due to patient instability. A new pump was successfully placed and patient was supported.

Manufacturer narrative:
B.5 event description was updated since initial manufacturer device report number 1220648-2025-25966 was submitted no longer include hemolysis as a failure mode. The complaint associated with impella cp pump with serial number (B)(6) includes hypotension. D. 4 revised serial number, lot number and unique identifier (UDI) # since initial manufacturer device report number 1220648-2025-25966 was submitted. H. 4 revised device manufacture date since initial manufacturer device report number 1220648-2025-25966 was submitted due to change in serial number. H.6 health effect - clinical code was changed from 1886 reported on the initial manufacturer device report number 1220648-2025-25966 to 1914. Health effect - impact code was changed from 4641 reported on the initial manufacturer device report number 1220648-2025-25966 to 4629.